Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of the death was not reported. It was not reported if an autopsy was performed. It was unknown if pd therapy was ongoing until the time of the death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A visual inspection was performed and no issues were observed. A power on self-test was successfully performed and a one hour simulated therapy was completed with no failures or malfunctions noted. A review of the service history revealed no previous service events that could have caused or contributed to the patient passing away. A review of the device history record revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported event. Upon conclusion of the investigation, no abnormalities, failures, malfunctions, or non-conformances were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.